Event description:
It was reported while using BD Vacutainer® K2 EDTA (K2E) 5.4mg Blood Collection Tubes, an unspecified number of tubes clotted. There was no health impact or consequences reported.

Manufacturer narrative:
B3: Date of Event is unknown. The Date Received by Manufacturer has been used for this field.There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K213670;K231373.There were multiple Medical Device Types reported to be involved. The information for the additional device type is as follows: D2b. Medical Device Type: JKAD2a: Common Device Name: Tubes, vials, systems, serum separators, blood collectionD.4. Medical Device Expiration Date: UnknownH.4. Device Manufacture Date: Unknown.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.